Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent implant of transvaginal suburethral miniarc sling on (B)(6) 2015 by dr. (B)(6), due to sui (per operative report).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with hysterectomy on (B)(6) 2006 due to stage ii pelvic organ prolapsed, mixed urinary incontinence, and a mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, infection, bleeding, urinary problems and dyspareunia.